Event description:
It was reported a free flow event involving sodium phosphate 30mmol 10ml in 250ml sodium chloride 0.9%. The infusion was programmed to run at 65ml/hr. With volume to be infuse set at 260ml. It was reported that fifteen minutes into the infusion, the device alarmed air-in-line and the bag and tubing was found empty. There was patient involvement but no harm. The patient was reportedly "ultimately discharged home."

Manufacturer narrative:
Omit : e2401 - insufficient information and f24 - insufficient information. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, concomitant med prod/dates, imdrf annex e and f codes. Correction : date of event, describe event or problem.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: other occupation. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a free flow event involving sodium phosphate 30mmol 10ml in 250ml sodium chloride 0.9%. The infusion was programmed to run at 65ml/hr. With volume to be infuse set at 260ml. It was reported that fifteen minutes into the infusion, the device alarmed air-in-line and the bag and tubing was found empty. There was patient involvement but no harm. The patient was reportedly "ultimately discharged home." A copy of the medwatch report from FDA was received, which states, ¿beside rn started electrolyte replacement potassium phosphate bag, programmed alaris pump using drug library and set the medication to infuse over 1hr. After 15 min bedside nurse responds to pump alarm, notices pump was alarming due to air in tubing, medication bag was empty. Bedside rn notified physician, patient didn't display any physical distress. Md asked to notify pharmacist. Pharmacist notified. The author discovered the event during rounds. Work order placed to biomed, module secured.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified free flow event. There was patient involvement but unknown impact.

Event description:
It was reported a free flow event involving sodium phosphate 30mmol 10ml in 250ml sodium chloride 0.9%. The infusion was programmed to run at 65ml/hr. With volume to be infuse set at 260ml. It was reported that fifteen minutes into the infusion, the device alarmed air-in-line and the bag and tubing was found empty. There was patient involvement but no harm. The patient was reportedly "ultimately discharged home." A copy of the medwatch report from FDA was received, which states, ¿beside rn started electrolyte replacement potassium phosphate bag, programmed alaris pump using drug library and set the medication to infuse over 1hr. After 15 min bedside nurse responds to pump alarm, notices pump was alarming due to air in tubing, medication bag was empty. Bedside rn notified physician, patient didn't display any physical distress. Md asked to notify pharmacist. Pharmacist notified. The author discovered the event during rounds. Work order placed to biomed, module secured.¿

Manufacturer narrative:
Correction : describe event or problem, FDA notified, report source and report source other. Additional information : mdrf annex a, b and g codes.